Event description:
This report is being filed upon notification from our mr manufacturer in (B) (4) to submit this incident that occurred in (B) (6). Problem: the pt had a mr procedure. The pt was scanned with the sense body coil for a pelvic examination. It seems that no measures were taken to separate the coil cable from the pt. Therefore, immediately after the scan a second degree burn with a 3cm blister appeared on the pt's abdomen where the coil cable was touching the pt.

Manufacturer narrative:
The coil was placed around the waist for a pelvic examination. It seems that no measures were taken to separate the coil cable from touching the pt. This means there was insufficient/insulating distance between the cable and the pt. The coil cable was warm. The heating was most likely caused by unwanted rf interference. The fact that insufficient distance was kept between cable and pt may have contributed to the burn. Although no visible damage was observed on the outside, the internal shielding of the coil may be damaged. Depending of the position of the coil and the pt, this could lead to heating of the coil cable or elements and/or unwanted rf interference. Such interference is hard to predict, because with rf interference many factors play a role. I.e., the position of the pt in the bore, the condition of the pt, the position of the coil in the bore, the position of the coil and cables related to the pt, the scan techniques used and etc. So the same coil may contribute to an rf burn in one examination, but will not lead to a burn in many other examinations on the same site. The instruction for use already contains extensive warnings related to coil and cable and cable positioning.